Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that customer's blood glucose (bg) level was "high" (specific bg value was not provided). Reportedly, customer allowed the pump to deplete of insulin, preventing any further insulin deliveries. Customer administered a correction bolus of insulin to address high bg. The customer reverted to an alternate method of insulin therapy.